Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited increase threshold measurements and intermittent capture during threshold testing. A microdislodgement was suspected. Surgical intervention was performed, and the lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact and not severed. The helix was extended and there was dried blood/body fluids observed in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited increase threshold measurements and intermittent capture during threshold testing. A microdislodgement was suspected. Surgical intervention was performed, and the lead was replaced. No additional adverse patient effects were reported.